Event description:
Revision surgery - complaint has been created to report a revision surgery as advised by (B)(4) in (B)(4). No information is available concerning the surgery specifics and it is unknown which components were specifically removed. No record of the revision was found in the (B)(4).

Manufacturer narrative:
The reason for this revision was the patient had issues with their hip. The implant had been in-vivo for 9.6 years before this revision in 2016. No details about the surgery were available. Djo surgical has no record of the revision as it was not reported to djo, therefore an MDR not reported at the time of the surgery. The complaint reported no other issues with hip of any other patient injuries, activities, accidents or manufacturing contrainditions that may have been contributory to this surgery. No reported pre-existing patient health conditions. The complaint reported no surgical delays during the revision surgery. This complaint evaluation is limited in scope since the part (s) associated with this investigation was not returned to djo surgical for evaluation. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions, design criteria and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed to be non-product related. The root cause for this event was the patient had issues with the hip. The scope of this investigation is limited without having the explanted parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.